Event description:
Test failed me. The 2 tier western blot does not work. I have lyme even though this test failed me, now I'm suffering with chronic lyme. This needs to stop and we need a more accurate testing like igenex. I have been misdiagnosed for years and in the end (B)(6) in testing, later it was lyme.